Manufacturer narrative:
H10: per good faith effort (gfe) response received on 04-apr-2024, the biomedical engineer (bme) mentioned that no troubleshooting was performed, but the issue was confirmed. The bme also stated that the replacement power cord was ultimately ordered for repair. Upon receiving the new power cord, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that during preventive maintenance (pm), the grounding test failed the electrical safety test, and the power cord needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that during preventive maintenance (pm), the grounding test failed the electrical safety test, and the power cord needed to be replaced. The remote service engineer (rse) provided the bme with the part number of the power cord for repair.